Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported use after expiration date appears to be user related. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for use after expiration reported from this lot. It should be noted that the absolute pro instruction for use (IFU) states: note the product use by date specified on the package. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during a unspecified procedure the absolute pro vascular stent was implanted in the patient anatomy past the expiration date of 10/31/2015. Date of implant was (B)(6) 2015. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.